Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent pelvic organ prolapse. The patient underwent mesh removal/revision on (B)(6) 2012 and (B)(6) 2013 due to mesh erosion and abdominal wound dehiscence.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal fistula. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with abdominal sacral colpopexy and cystoscopy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. ..